Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that she had discontinued use of the insulin pump for 3 weeks due to the alarms. The blood glucose reading was 400 mg/dl. The customer's husband stated that the no delivery alarms still continued to occur, even after the customer had tried all remedies covered during troubleshooting. The customer declined return of the reservoir and infusion set for analysis. She also declined troubleshooting for the alarm and requested replacement of the insulin pump. The most recent blood glucose reading was 300 mg/dl. Nothing further reported.